Event description:
Complainant alleged that during the clinician's routine shift check of the pd 1400 defibrilator/pacemaker device (serial number unknown) and the internal handles in preparation of patient surgery, the device displayed a "will not charge" error message when attempting to charge the device. The clinician then obtained another set of internal handles and the device function appropriately. The complainant indicated that there was no patient involvement in the reported malfunction. The reported "will not charge" error message is not a viable error message for this device. The customer most likely observed a "cannot charge" error message when the malfunction occurred.